Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power their device on, it did not appear to complete the boot-up cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and therapy pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.